Event description:
Paperwork states "blew up during surgery". Called the sales rep and left a message asking him to advise immediately if there was pt injury. Info received stated that the hose between the machine and the cuff blew open - split. The pt was not adversely affected.